Manufacturer narrative:
The part/lot number were not provided; therefore, the device history records could not be reviewed and a lot history trending review could not be performed. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.

Event description:
It was reported through a car registry study: the patient was reported to have developed several short episodes of right sided tingling that resolved spontaneously. It was indicated that it was likely related to concomitant disease, but there is a possibility that they are related to the fred given the contralateral nature of the symptoms. Ae term: intermittent paresthesia cec comments: the patient developed several short episodes of right sided tingling that resolved spontaneously. These are likely related to concomitant disease, but there is a possibility that they are related to the fred given the contralateral nature of the symptoms.